Manufacturer narrative:
Evaluation summary: visual examination of the returned device found that the guide wire exit port and proximal bond appeared disrupted and severly damaged. Additionally, the catheter was found to be separated at the hypotube bond and the proximal end of the distal shaft appeared mangled. The guide wire was kinked. Based on visual evaluation of the device, guide wire and guide catheter, the initial failure was a guide wire prolapse. Additional manufacturer narrative: the procedural physician reported difficulty retrieving the angiosculpt and applied some force. He was not aware of a catheter separation after the catheter was retrieved. Retained device components is a potential adverse effect of coronary angioplasty procedures and is listed in the angiosculpt device IFU. However, in this event, the separated component was successfully retrieved without further incident.

Event description:
Angiosculpt was used in both lesions. Physician noted difficulty in crossing lesions. Lesion 1 was ok. Lesion 2 would not yield. While working on lesion #2, physician experiencing continued waste in the balloon. He was also unable to withdraw catheter back into guide. Catheter wire is still inside of guide catheter. Unsure of prolapse. No parts of device were left inside pt. No pt injury occurred. Guide wire: medtronic .014 zinger light. Guide catheter: medtronic jl 4.